Manufacturer narrative:
A device history record review (DHR) was completed for lot# 827477. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. There was one (opened, used) sample returned for the complaint. The sample was visually inspected for damage in any of the components of the needle. Damage was found in the tabs of the hub (broken). The reported condition is confirmed. The exact root cause could not be determined based on available information and product inspection. This product is distributed sterile in a needle only configuration. The instructions for use require the user to seat the needle to any standard luer lock syringe with a firm push and clockwise twist. A risk of breaking/splitting the hub at the luer connection exists if this procedure is not followed and if the user over-torque the needle to a syringe; specially a cyclic olefin copolymer (coc) syringe. Additionally, based on the customer complaint description, a prefilled syringe was used for the administration of a vaccine. Most prefilled vaccine syringes are made of coc which are rigid plastic. If the needle is over-torqued, it could damage the hub which is made of polypropylene (soft resin). The exact method of attachment cannot be determined based on available information. Based on this analysis, this root cause cannot be confirmed or discarded from consideration, so it remains as a potential cause. Prior to a lot¿s release, the lot must be deemed acceptable by, passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, samples are inspected for leaking hub/ damaged components. The possible root causes identified in this complaint pertain to the user¿s application of the device. It¿s recommended the user consult the instructions for use for more information. The lot met all defined acceptance requirements and was released.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer states that when they attempted to luer lock the needle tip to the prefilled syringe the device cracked. The problem identified prior to vaccine administration.